Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During cup impaction the impaction shaft broke from the cup at the threads. The impaction shaft was replaced and the damaged cup was removed an replaced with no harm to the patient. Tha case was there a surgical delay? Yes =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the impactor was broken during the case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no 22107101 and accepted into final stock on 11/14/2013. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209037, lot number 22107101 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During cup impaction the impaction shaft broke from the cup at the threads. The impaction shaft was replaced and the damaged cup was removed an replaced with no harm to the patient. Tha case was there a surgical delay? Yes - =15 minutes.